Event description:
The customer reported that bleeding of less than 100ml was observed during a sleeve gastrectomy although end tones, indicating a completed seal cycle, were heard. Another device was used to complete the procedure without further incident and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.